Event description:
During a laparoscopic cholecystectomy the clip applier stuck. Device does not clip correctly after 6 or 7 have been applied. Clip closes on its front side, not on its back side. Some of them are correctly placed, but they do not have an adequate hemostasis. No known patient consequence.